Event description:
The customer reported that the catheter could not support 850 psi during use. No further info was provided by the customer. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed. Conclusions: device not returned.